Event description:
"During the follow-up of the fracture, the xray showed that the stem used moved downward and was separated from the tibial component and the double taper used. The patient is not feeling any pain, and the follow-up shows the union of the bone fracture."

Manufacturer narrative:
A 63-years old male patient has to be revised, since the acs® double taper connecting the tibial component with the tibial stem was disconnected from the tibial component. This event happened approx. 6 months after the implantation. Neither the affected implants nor intraoperatively taken images were provided to implantcast gmbh for the optical examination. An x-ray images was provided showing the disconnection of the double taper from the tibial component. Further abnormalities were not visible. The manufacturing documentation, instructions for use, and surgical technique were reviewed. These documents do not reveal any abnormalities. In conclusion, no technical root cause could be determined for the reported disconnection of the double taper.